Manufacturer narrative:
The reported events of failure to capture and high pacing lead impedance were not confirmed. As received, a complete lead was returned in four pieces. Electrical testing did not find any indication of conductor fractures. Visual and x-ray examinations of the lead was normal with no anomalies found.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture and high, out of range pacing impedance. The lead was explanted and replaced. The patient was stable.